Event description:
It was reported that during stent placement through superficial femoral artery via lower limp the stent allegedly deformed after placement. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the device was not returned, stent remains implanted. Document with two photos of an x-ray screen were provided. Based on the images an irregular stent pattern could be confirmed, which is assessed being the reported invagination. However, based on the quality of the images a detailed evaluation for the cause of the deformation could not be performed. The stent was used during a lower limb angioplasty with presented occlusion throughout the tibial trunks. Based on the information available and the evaluation of the images provided, the irregular stent placement reported by the customer is confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Correct deployment of the stent is properly described. E.g., the instruction for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit". Based on the instructions for use the stent is not designed for repositioning or recapturing. Regarding accessories the instruction for use states: "5f (1.67 mm) or larger introducer sheath 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire". Regarding predilation the instruction for use states: "pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' And 'post stent expansion with a balloon dilatation catheter is recommended." Based on the instruction for use the stent is not designed for repositioning or recapturing. H10: d4 (expiry date: 10/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during stent placement through superficial femoral artery via lower limp, the device allegedly partially deployed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot.based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: device was not returned, stent remains implanted. Document with two photos of an x-ray screen were provided. Based on the images an irregular stent pattern could be confirmed, which is assessed being the reported invagination. However, based on the quality of the images a detailed evaluation for the cause of the deformation could not be performed. In this case the stent was used during a lower limb angioplasty with presented occlusion throughout the tibial trunks. Based on the information available and the evaluation of the images provided, the irregular stent placement reported by the customer is confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Correct deployment of the stent is properly described. E.g., the instruction for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit". Based on the IFU the stent is not designed for repositioning or recapturing. Regarding accessories the instruction for use states: "5f (1.67 mm) or larger introducer sheath 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire". Regarding predilation the instruction for use states: "pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' And 'post stent expansion with a balloon dilatation catheter is recommended." Based on the instruction for use the stent is not designed for repositioning or recapturing. H10: d4 (expiry date: 10/2023), g3. H11: h6(method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during stent placement through superficial femoral artery via lower limp the device allegedly partially deployed. There was no reported patient injury.